Manufacturer narrative:
An investigation is currently under way; upon completion the result will be forwarded.

Event description:
It was reported to covidien on 6/02/2016 that a customer had an issue with a dialysis catheter. The customer reports the catheter was inserted into the patient. On (B)(6) 2016 a large hole was noticed under the back of the permcath. This was during the second dialysis session after insertion. The catheter was removed on (B)(6) 2016. A new permcath was then inserted to replace the faulty one. The new catheter has no problems. The patient had to be admitted to the hospital due to the catheter failure and remained an inpatient until the new catheter was inserted. The patient received a general anesthetic and 1 dose of antibiotics, vancomycin, as a prophylactic measure. The patient is currently stable and is an outpatient.

Manufacturer narrative:
Submit date 07/28/2016. Since the lot number information was not provided a device history record (DHR) review could not be performed. Sample was received for analysis and investigation. It consisted of a permcath catheter and the catheter presented signs of use. Visual inspection was performed and it revealed a pinhole on the venous extension. The extensions did not show others marks; the clamps were examined and as a result no irregularities were observed. The catheter was submitted to underwater testing and bubbles were detected; they were coming out from a pinhole in the venous extension. The lumen related to the arterial extension did not show bubbles during the test. Per procedure, manufacturing performs 100% pressure (leak) testing. The reported condition was not identified prior to insertion; and functioned as intended for an undetermined amount of time. As per the instructions for use (IFU), the customer has to perform a visual inspection before using the device. The reported condition was not identified prior to insertion of the catheter. This defect has been confirmed. Based on the available information it can be concluded that the most probable root cause can be considered as misuse. The extension was more likely damaged during use caused due to the inappropriate use of sharp objects, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. No complaint triggers or trends were identified; therefore, no further corrective or preventive actions are required at this moment. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes.